Event description:
A surgeon reports one custom hyperopic patient that experienced an overcorrection at one day post-op following refractive surgery. The surgeon stated, the overcorrection regressed slightly by the second post-operative day. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress.